Event description:
Hamilton company was informed of an event that occurred on may 1, 2006, in which the hamilton microlab at + 2 instrument reportedly mispipetted samples. No death or injury resulted from this event. This report is associated with hamilton customer complaint number 10972.

Manufacturer narrative:
Trace files have been provided for investigation, and hamilton bonaduz is investigating this complaint. The cause of the event is not known at this time.